Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported report left side capsular contracture, baker grade iii, firm, and riding high. Device has been explanted.

Event description:
Healthcare professional reported report left side capsular contracture, baker grade iii, firm, and riding high. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, brown particle in the fill channel. Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify striated opening in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.